Event description:
It was reported that high impedances were measured on electrodes 0, 2, 3, 6, and 7 of the left lead. It was noted that the patient was experiencing over stimulation in her feet, but the patient did not feel pain in either foot. It was noted that the manufacturing representative was able to 'isolate some pain away from the soles of the patient's feet.' It was further noted that there was 'stimulation to the ankles and in the tops of the patient's feet with only the right lead.' It was further noted that the patient needed to turn her stimulation up to 5v in order to get coverage on her right hip, but 'then it got to her feet.' It was noted that the 'trial gave her stimulation in her feet.' It was noted that the patient left the physician's office with better hip coverage and 'somewhat' less stimulation in her feet. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).